Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and had possible infection. The patients ipg was not consuming power. It was also reported that the patient experienced pain in stomach and back. It was unknown if it was caused by stimulation. The patient was prescribed antibiotics, but the sites looked good.